Manufacturer narrative:
The patient weight not available from the site. The device was returned to the manufacturer for analysis. Confirmed reported problem. Broken cable wire [pin 5] on lemo end. The cable was replaced and a successful system checkout was performed. System is ready for use. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion case, he received a "framerate below recommended levels' on the oarm when attempting to take a 2d image. The use of medtronic imaging was discontinued due to this issue. The procedure was completed successfully with a c-arm after a delay of 10-15 minutes. The patient was not affected.